Event description:
The device was used during an unspecified procedure. Reportedly, the staple line was incomplete. The surgeon applied another device to correct the condition and complete the procedure. The hosp has reported no pt injury occurred.